Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screwdrivers are used to loosen a screw but they both had little cracks in meaning that the screwdrivers were not fit for purpose. Delay 5 1/5 hours. Account manager said delay due to screwdrivers not working and alternative revision procedure took place.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint. A previous investigation found the hex drivers fractured due to overload. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.